Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible causal or contributory association between ccpd therapy with the liberty select cycler and the hernia cannot be excluded. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis registered nurse (pdrn) for this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported to technical support that the patient developed an umbilical hernia since beginning pd therapy. The pdrn reported the patient underwent outpatient umbilical surgery on approximately (B)(6) 2018. Following surgery, the patient transitioned to outpatient hemodialysis (hd) for 30 days (exact dates unknown). As of (B)(6) 2018 the patient has recovered from the event, and transitioned back to ccpd therapy without issue.